Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the sample evaluation it could be confirmed that the t-luer adapter was detached from the blue slide. This resulted in the impossibility of a successful stent deployment by using the trigger or slide method. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The detachment of this kind may be caused by rough handling of the device during shipping or improper storage. The t-luer adapter may also become detached during preparation. A manufacturing related cause has been considered. However, based on the sample evaluation no indication for a manufacturing related cause was found. On the basis of the available information and the evaluation of the returned sample, a definite root cause for the reported issue could not be determined. The IFU states: ¿visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.¿ furthermore the IFU states: ¿the conventional method requires the user to remove the white conversion tab before snapping the catheter out of the performaxx grip."

Event description:
It was reported that during a stent placement procedure for treatment of a right iliac artery stenosis via right cfa access, the vascular stent could not be deployed. Reportedly, the stent could neither be released via the trigger method nor by using the slide method. Also the handgrip could not be removed from the delivery system. The device was removed without issue and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stent placement procedure for treatment of a right iliac artery stenosis via right cfa access, the vascular stent could not be deployed. Reportedly, the stent could neither be released via the trigger method nor by using the slide method. Also the handgrip could not be removed from the delivery system. The device was removed without issue and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.